Manufacturer narrative:
B3: date of event, d4: UDI, d5: operator of device, is unknown; no product information has been provided to date. E1 initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm did not work when the ventilation volume was low and sounds unusual when the ventilation increases. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed, the alarm did not sound. The fixing screw for the regulator inside the main unit was loose, causing gas leakage. The regulator was reinstalled and retightened the screws to make sure there was no gas leak. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.